Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section and was twisted and entangled with the guidewire. Visual and microscopic inspection also revealed the imaging core was coiled near the lap joint section. Visual inspection showed the tip was on the floppy end of the guide wire. Impedance testing showed an electrical open at the proximal end of the catheter, 150-160 cm from the distal housing.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter twisted due to an unknown cause and had no image. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter twisted due to an unknown cause and had no image. The procedure was completed with another of the same device. There were no patient complications reported.